Manufacturer narrative:
Insulin pump had cracked case at display window corners, cracked battery tube threads, reservoir tube lip completely broken off, minor scratched display window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. Customer's blood glucose was unknown. Insulin pump would need to be replaced.